Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The backplane fuses and usb connectors were reseated during the service call. The system software was also reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system froze and locked up. No patient serious injury or death was reported related to this event.